Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device "doesn't boot properly, seems to be frozen." There was no reported patient involvement.